Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty procedure. I received a depuy 56 mm cup pinnacle sector ii cup, metal on metal liner 40 mm x 56 mm, an articul/eze m-spec femoral head, 40 mm +1.5 offset, and a aml small stature femoral stem. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left hip aseptic necrosis and osteoarthritis.